Event description:
During a persistent atrial fibrillation procedure, a perforation and pericardial effusion occurred. While advancing the catheter to treat the atypical flutter it appeared that there was heat stacking on anterior wall. Ice was used to confirm a perforation in the anterior left atrium. The procedure was ended, and the patient was transferred to have a drain placed and a mild effusion remained. The patient has been discharged and there were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a perforation and pericardial effusion occurred. The procedure was ended and the patient was transferred.